Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer received an inaccurate fill estimate after loading the cartridge with 280 units of insulin. The customer's blood glucose level was 141 mg/dl. Tandem technical support educated the customer in regards to possible causes of inaccurate fill estimates.